Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation prior to the procedure, the patient's right ventricular lead exhibited rising capture thresholds and impedance. The lead was capped and replaced on (B)(6) 2019 during the procedure. The patient was stable.